Event description:
It was reported that the pump motor stalled and did not recover. The patient experienced underdose symptoms, and felt itchy and nauseous. The patient had not had an MRI and the physician ruled out other sources of electromagnetic interference (emi). The patient was given oral medication. The healthcare provider indicated they had "everything under control." Additional information received reported the motor stall was due to emi. Additional information also indicated there had been no patient symptoms or injuries related to this event. The pump was replaced and the patient recovered without sequela. The device system was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the already reported motor stall occurred on (B)(6) 2012. There was an audible critical alarm present in association with the motor stall. Due to the event, the patient was in-patient or had prolonged hospitalization. The event severity was reported as mild. The patient outcome as of (B)(6) 2012 was reported as "resolved without sequelae". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8711, lot# j11204r08, serial#, implanted: 2002 (B)(6), explanted: product typ catheter. Analysis of the pump found a motor gear train anomaly: corrosion. The pump passed all non-destructive lab testing. There was motor stall and motor stall recovery in the logs. After doing destructive analysis significant residue was found on the upper shaft of gear 2. (B)(4).